Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A laboratory technician tested the helix mechanism and found it was nonfunctional due to dried bodily fluid in the helix housing and neck region. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Corrected data: this right ventricular (rv) lead exhibited loss of capture. A surgical revision was performed and the lead was found to have dislodged from the cardiac tissue. It was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing, causing inappropriate shocks to the patient. A surgical revision was performed and the lead was explanted and replaced due to a suspected fracture. No additional adverse patient effects were reported.